Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes fibrin was discovered after centrifugation. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we note the presence of blood (red filaments) after centrifugation in the plasma of li heparinate tubes from the above-mentioned batch.

Manufacturer narrative:
H6. Investigation summary: bd did not receive samples or photos for evaluation. Therefore, ten (10) retention samples of incident lot were selected from bd inventory for evaluation. No issues relating to fibrin were observed. Additionally, 10 retained tubes were analyzed for the heparin content and were all within spec limits. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure (fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes fibrin was discovered after centrifugation. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we note the presence of blood (red filaments) after centrifugation in the plasma of li heparinate tubes from the above-mentioned batch.